Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: white foreign objects in the aw-cylinder (tube) and aw-tube. The most probable cause of the identified failures "aw-cylinder (tube) and aw-tube has white foreign objects" is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited white foreign objects in the aw-cylinder (tube) and aw-tube. There was no patient involvement.